Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. According to the complainant, during the procedure, the nurse encountered resistance while deploying the stent but continued to try and deploy it. As a result, the inner catheter broke and a part of it was dislodge in the stent, inside the patient. They went back in to the patient¿s bile duct and retrieved the stent and the broken part of the guide catheter using a snare. The procedure was completed with a different device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of guide catheter broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.